Event description:
It was reported that during a cholecystectomy procedure, during the charging of the clipper, the clip did not slide in the guide of the tip but it resulted gridlocked; it rotated and make the use impossible. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged top shroud the analysis result found that the er420 device was returned with the top shroud broken. In an attempt to reproduce the reported incident the device was cycled and it ejected the remaining clips due to the shroud condition. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.